Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was due to a faulty power switch. After replacing the power switch assembly, the fsr verified performance. The fsr reported the device passed all performance checks and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device was on stand-by mode during patient use. The customer reported the ventilator was powered down and when they tried to power it back on, the device would not power up. At this time, it is unknown whether or not there was any patient consequence associated with the event.